Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14556. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was listed as congestive heart failure, with the primary cause being myocardial infarction, and the secondary being coronary artery disease. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.